Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue"), ovarian cyst ("right ovarian cyst"), stress ("stress/mild depression"), depression ("stress/mild depression"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, dysmenorrhoea, psychological trauma, migraine, fatigue, ovarian cyst, stress, depression, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered depression, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, psychological trauma, stress, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to dysmenorrhea (cramping). Following events were added: menorrhagia (heavy menstrual bleeding), psych injury, migraine, fatigue, right ovarian cyst, stress/mild depression, vaginal discharge and weight fluctuations. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue"), ovarian cyst ("right ovarian cyst"), stress ("stress/mild depression"), depression ("stress/mild depression"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, pelvic abscess, dysmenorrhoea, psychological trauma, migraine, fatigue, ovarian cyst, stress, depression, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered depression, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, pelvic abscess, psychological trauma, stress, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2012 and (B)(6) 2014 (as per pif). More than one essure related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received : event abscess was added. Explanted date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.